Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed a pulse test. The belt delivered a monophasic pulse. The cause for the pulse test failure was isolated to defective u722, c760, and u710 on the distribution node pca board. Processor u722 was stuck open, capacitor c760 was open, and processor u713 had an improper output on multiple pins. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.